Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue / fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) his bundle lead exhibited unstable thresholds and no capture at high outputs tested in bipolar polarity. The rv his bundle lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.